Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 103 mg/dl. Customer stated that the alarm occurred while pump was delivering a basal. Customer then received a low battery alert and changed her battery. Customer feels that if the battery was not changed right away, she will have a problem. Customer stated that the pump was fine after the battery change. Customer changed her set. Customer stated that she uses the sensors but was not using the sensors currently. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined troubleshooting for no delivery alarm and battery issues. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.